Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the device logs were reviewed and it was observed that 2476 entries of error self-test timeout during power on, leading to battery error below critically low voltage and followed by 240 entries of battery sense line tripped while in idle state. Battery was not returned with the unit. The reported incident was unable to be duplicated during device testing and stressing with known good test battery. As a result, the main board was replaced to reduce probability of recurrence. Device evaluation was successfully completed, passing all required bench tests, and internal inspection. The finding is no fault found. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's display kept flashing and was not legible. Complainant did not indicate that there was any patient involvement in the reported malfunction.